Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported inflation issue could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial filed medwatch report, additional information received indicated that the reported 2.5x15mm trek otw balloon dilatation catheter had been dipped in saline prior to use. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery with mild tortuosity and mild calcification. A 2.5x15mm trek otw balloon dilatation catheter (bdc) was advanced toward the target lesion. An attempt was made to inflate the balloon and the balloon failed to inflate. The bdc was withdrawn from the anatomy and an attempt was made to inflate the balloon outside the anatomy and the balloon would not inflate. An unspecified balloon was used to continue the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.